Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing one week post implant. Additionally, the patient developed a hematoma in the device pocket. A revision procedure was performed to evacuate the pocket. During the revision procedure, the lead to device header connection was observed to be loose. The lead was disconnected and reconnected to the device header and the procedure was completed. One month later, continued noise and oversensing was observed in addition to a steady decrease in ra pacing impedance measurements from 600 to 375 ohms. Boston scientific technical services (ts) discussed the potential for a lead revision procedure. Available information indicates this product remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned right atrial (ra) lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region. Patient code 3191 used to capture the surgical intervention.

Event description:
It was reported that this right atrial (ra) lead was viewed under fluoroscopy and x-ray and noted a lead conductor fracture in addition to damage to the lead body, insulation and terminal end. Surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing one week post implant. Additionally, the patient developed a hematoma in the device pocket. A revision procedure was performed to evacuate the pocket. During the revision procedure, the lead to device header connection was observed to be loose. The lead was disconnected and reconnected to the device header and the procedure was completed. One month later, continued noise and oversensing was observed in addition to a steady decrease in ra pacing impedance measurements from 600 to 375 ohms. Boston scientific technical services (ts) discussed the potential for a lead revision procedure. Available information indicates this product remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct field h6: patient codes and to update the evaluation conclusion codes. Patient code 3191 was used to capture the surgical intervention that was undertaken.